Event description:
A linear stapler 75mm was opened sterile to the field along with 2 reload clips. The surgical tech and surgeon assembled the linear stapler and reloads. The surgeon fired the stapler across the pt's bowel and looked to the surgical nurse stating the stapler malfunctioned and didn't complete the full staple line across the bowel. A new linear stapler and reloads were opened to the field; 5cm of extra bowel was removed related to this.